Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted due to being implanted backwards during the initial implantation surgery. It was determined that the lens was implanted backwards after 2 light treatments were completed and the patient complained of diplopia. A new lal was implanted as a replacement. No additional information is available.